Manufacturer narrative:
The investigation found the calibration and qc recovery were acceptable. There was no indication for a performance issue of the reagent or instrument. The alarm trace does not contain a conspicuous event. The field service engineer did not detect a problem but he replaced the ise electrodes, pinch tubing, and performed calibration which passed. The customer performed qc which was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for eight patient samples with a cobas 8000 cobas ise module. (B)(6). The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number and expiration date were requested but not provided.